Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A batch history review (bhr) of asgnf108 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the customer that " rn called into room by patient for ¿there is blood¿. Upon entering room, blood pooled under patient from port leaking. Upon examining, the longer port hub tubing was cracked and there was blood on patient sheets and actively leaking from the cracked line. Patient was deaccessed." No other information was provided.